Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Apa citation: monteleone, peter, et al. (2023). Modern treatment of pulmonary embolism (uscdt versus mt): results from a real-world, big data analysis (real-pe). Journal of the society for cardiovascular angiography & interventions, 1-6. Https://doi.org/https://doi.org/10.1016/j.jscai.2023.101192.

Event description:
It was reported via attached literature article that several patients died in hospital following ekos procedures. For the study, the authors reviewed patients treated for pulmonary embolism with ultrasound-assisted catheter-directed thrombolysis (uscdt) or mechanical thrombectomy (mt). For patients treated with uscdt, the treating device was ekos. Patients treated for mt were treated with a non-boston scientific device. From the data reviewed, between january 2009 and may 2023, 41 out of the 1577 (2.6%) patients treated with uscdt died in hospital within 7 days of the index procedure. No further detail was provided regarding the cause of death for each patient.